Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unk 3i screw and 3i t3® parallel walled implant 5/4 x 10mm (bops5410) were returned for investigation, visual inspection of the as returned products identified bone on threads and some damage possibly due to the removal process. Also screw fracture found inside. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #30 and was used for approximately 6 months. X-ray images were provided by the customer. The products in patients mouth. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number: (2018021161). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. No complaint history review could be performed without relevant lot and item information unk 3i screw. Complaint history review was performed for the reported lot number: (2018021161) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that screw at implant site #30 fractured in implant and cannot be retrieved. Implant was removed. Patient to return for future replacement. As a result of this event, no injury to the patient was reported.